Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Safety valve: triangular tab was not intact anymore. Safety valve had to be changed. Drainage had to be done with 50-7510, lot 0000949224.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. The returned sample was evaluated and found to have the triangular locking tab broken off the valve causing the safety cap not to lock on. No lot number was provided, therefore we are unable to perform a DHR (device history record). An evaluation of the complaint sample was able to confirm the reported failure mode. The locking tab on the valve assembly had been broken off. Though the investigation was not able to definitively confirm the specific cause for the breaking of the locking tab, the complaint investigation did note the potential for the locking tab to break should the end user try to snap (or click) the valve cover onto the valve assembly versus using a twisting method to secure the valve cover onto the assembly. Based on the observed potential for the locking tab to break on the valve assembly, a project has been initiated to redesign the locking tab on the pleurx valve assembly to minimize the potential for the locking tab to break should the end user try to snap the valve cover onto the valve assembly.